Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 catalog number should left empty since it's unknown, g2, h6 medical device problem code. The complaint was received through a direct call from the customer to the emergency support program. Troubleshooting was performed with the perfusionist and determined that the device pump and catheter were working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s hemodynamic status. The alleged issue was not related to a device malfunction, rather patient¿s clinical status. Nurse called for assistance with an unable to calibrate fiber-optic sensor message during use on a cardiosave during use, no patient harm or injury was reported. Nurse stated they were unable to get any pressure indices after placing an axillary balloon. Off label disclaimer provided. Nurse denied any alarms or messages, but an image of the pump monitor showed an unable to calibrate fo sensor message present. Esp team person walked nurse through the process of transitioning to the transducer source for arterial waveform and pressure indices. Nurse was appreciative of the support. Esp team person encouraged him to forward my contact to the receiving unit rn for further troubleshooting assistance after the patient stabilized.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Balloon details are unknown.

Event description:
Complaint received via direct call to the emergency support program. It was reported that during use on patient intra aortic balloon (iab) unable to calibrate fiber-optic sensor message on a cardiosave. Nurse stated no pressure indices were available after placing an axillary balloon (off-label use disclaimer provided). Although he denied alarms, an image showed the fo sensor calibration message. No patient harm or injury reported. Troubleshooting was performed with the perfusionist and confirmed that the pump and catheter were functioning as intended. The issue was determined to be related to the patient¿s clinical status, not a device malfunction.